Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler/ liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. Based on the information available, the exact source of the patient¿s fungal peritonitis cannot be determined. However, fungal peritonitis is a known complication in patients undergoing pd therapy. Fungi are found widely in the environment, being part of the normal flora of human skin and mucosa. Therefore, it is possible the peritonitis event was related to a breach in aseptic technique, as reported by the patient¿s pd nurse. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) was experiencing abdominal pain and was hospitalized for peritonitis. There were no reported issues with any fresenius device or product in relation to the event. Rather, the nurse stated the patient will be on pd hold. During additional follow-up, the patient¿s pd nurse reported that a pd culture was obtained in the hospital which yielded growth of unspecified fungus (organism not reported; culture not available). Reportedly, the patient was treated in the hospital with unknown medication for the infection. Additionally, on an unspecified date, the pd catheter (not a fresenius product) was removed and the patient was transitioned to hemodialysis. Per the nurse, the peritonitis infection is not suspected to be related in any way to fresenius device, or product. Additionally, there were no reported fluid leaks associated with the event. The nurse was not able to identify the exact cause of the peritonitis. However, the nurse reported a breach in aseptic technique may have been associated with the event. No further information about the patient¿s hospitalization is known as the nurse stated the hospital discharge summary is not available.